Event description:
During the procedure, sparks were noted coming from the monopolar curved scissors. The instrument was removed and replaced with a new pair of scissors. There was no injury to the patient. According to our lead robotic rn, the generator used was set to intuitive recommended settings - cut- 35 pure, coag - 35 fulgurate. Instrument together with protective tip cover will be sent to intuitive for evaluation.